Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a lab manager reported a patient ended up with a cold leg after use with a 6/7 mynxgrip vascular closure device (vcd). The physician does not feel it was the mynx closure. Additional information was requested but not provided. The device is not returning for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, a lab manager reported a patient ended up with a cold leg after use with a 6/7 mynxgrip vascular closure device (vcd). The physician does not feel it was the mynx closure. Additional information was requested but not provided. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿occlusion¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Based on the information provided it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ as no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.